Event description:
It was reported that irrigation was impossible in use.

Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction because a defective valve may lead to leakage of urine from the device which can pose the risk of contamination (with resultant infection) to pts using the device. It is expected that the device will be removed by a health care professional and replaced with a new one. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted.